Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent unresponsiveness with the pump. There was no impact to customer's blood glucose level. Reportedly, the customer had to press the pump's touchscreen multiple times to unlock the pump. It was indicated that the customer would continue to use the pump for insulin therapy.